Event description:
It was reported that non-sustained right ventricular oversensing episodes were noted on the implantable cardioverter defibrillator at follow up. Upon review, periodic myopotential inhibition was noted. Programming changes were discussed. No intervention reported.